Event description:
Spontaneously pt called to report that both pumps are alarming for "no disposable"; advised pt to make new mill and use different lot cassette as most likely the problem is with the cassette, not pumps. Pt followed my advice and made new mill with new cassette from new lot; infusion restarted without an issue; cassette lot: 4052413. There is no problem with pump. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual cassette available for investigation? No, did we replace cassette? No, did the patient have backups they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.